Event description:
Additional information was reported. Health care professional reported the patient had a revision on (B)(6) 2017 with the same implant but in a new pocket. They used a tyrx envelope to reduce twiddler's syndrome. The cause was not determined. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported they were uncertain as the to the cause of the ins turning, the ins migration and the pain. They had no significant changes in their weight, activity level or the programming of the device. After consulting with their physician and manufacturer representative, it was suggested that the ins may have been disturbed by being occasionally bumped during transfers to/from their wheelchair. The patient reported that they wondered if there may be an interference of electrical frequencies used by their electric wheelchair and the ins, but their physician did not think that could have been. It was reported that surgery was down to resolve these issues and that they repositioned and anchored the ins using a medical mesh envelope. It was moved to a position higher on the hip where it would be unlikely to be bumped or interfered with. The patient could not say with certainty if the issues had been resolved, as the surgery was 3 weeks prior, however they were hopeful. No further complications anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient's ins turns intermittently and that the device has gone from where it was implanted and raised up to the skin. The patient initially chose to let the device be because they did not want another surgery, but now the device is causing the patient pain. The patient stated that the implant movement started about 6 weeks after implant in 2016 and the pain at the implant site started about 3 weeks prior to the call. The patient was advised to follow-up with their healthcare provider (hcp) to determined possible next steps. Patient status is unknown at the time of this report and there are no current plans for revision/removal. There were no further complication reported or anticipated.